Event description:
Confirmed fracture: patient device triggered lia. Upon provocative testing, the right atrial lead and right ventricular lead were found to have noise. The device was reprogrammed to vt/vf detections off and vvi 40. Ra lead (boston scientific): reprogrammed lead turned off rv lead: reprogrammed (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).